Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and undesired stimulation at the low back. It was also mentioned that the patient had poor sleep. The patient underwent an explant procedure. The explanted device will not be returned.